Manufacturer narrative:
Submit date: 12/01/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a connecting tube. The customer states: prior to use on a patient, the blue connector was found detacehd. No patient involvement.

Manufacturer narrative:
Submit date: 04/07/2016. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. An unused sample with lot number 510303864x was received for evaluation. After performing a visual inspection per product specifications, the issue was observed; the blue connector was found detached. A review of the process line where the product is manufactured was conducted and the most likely root cause for the reported condition is attributed to an optical sensor failure. As a corrective action, the optical sensor has since been replaced. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.